Event description:
It was reported the patient device began to smoke. As a result, the patient experienced sickness and inhalation of the smoke.

Manufacturer narrative:
An internal investigation was initiated to determine the cause of the malfunction. Inogen's investigation of the device is complete. Inogen will file a supplemental report, if necessary.